Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the following issue occurred during the insertion of an unspecified balance middleweight (bmw) universal guide wire into a guide wire introducer. During insertion, some green powder (from the guide wire) was noted to be exiting from the guide wire introducer. The physician stated that it looked like some resistance was present during insertion. The bmw universal guide wire was removed, cleaned, and reinserted without any issue. The procedure was concluded with success by using the same guide wire introducer and the same bmw universal guide wire. No adverse patient effects or consequences were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.